Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of a050401 fluid leak for the period of jul - 2020 through jun- 2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, rippling.

Event description:
Patient reported right side "rippling" and ¿afraid they will start to leak." Healthcare professional later reported "right side deflation." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: wrinkling: observed crease in the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Deflation observed opening on anterior side assessed to a fold flaw opening. Additional observations: crease flat observed in the device. Yellow particles observed inside the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.